Event description:
The lay user / patient contacted animas on (B)(6), 2011 alleging loos of prime with their insulin pump. The patient mentioned when loading cart, insulin is dispensing from tubing. Patient tried to load cart twice with same result. The patient did not report symptoms or seeking any medical attention. The product was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load step did not detected the filled cartridge emitting a "no cartridge detected" warning. Evaluation revealed a dislodged display screen and fully dislodged force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.